Event description:
The cst was holding retractors for a bleeder at the operative site and she heard a "buzzing noise" and saw that the bovie was not in the surgeon's hand. The electro-cautery hand-piece was under one of the retractors she was holding. The patient incurred a 7 millimeter electro cautery burn on the abdominal wall to the left and above the umbilicus. The surgeon closed the area with a 1.9 cm layered closure and disclosed the incident to the patient and family. We investigated and discovered that the device is frequently needed and it is very light weight. It easily slips off the field and as a result it is not easily secured for the surgeon to use and drop and use again. The staff feel that the device is poorly designed in that the on and off buttons are too close together and the device itself easily deployed by the slightest pressure. The alarm is difficult to hear.